Manufacturer narrative:
The date received by manufacturer has been used for this field. Investigation summary: 1 ml syringe batch history analyzes (DHR) were performed, maintenance records were verified, and no quality notifications related to the incident were found. Photos/samples were not made available by the customer for evaluation, and it was not possible to carry out an investigation and determine the root cause for the incident. Therefore, it is not possible to confirm the claim. The production processes are validated in accordance with the defined acceptance criteria, and as the defect rate does not exceed the lqa for the batch, no corrective or preventive action is proposed within the scope of this claim. 3 ml syringe as no information was provided regarding the product, batch or any identifier, batch history analyzes (DHR) were not performed. Photos/samples were not made available by the customer for evaluation, and it was not possible to carry out an investigation and determine the root cause for the incident. Therefore, it is not possible to confirm the claim. The production processes are validated in accordance with the defined acceptance criteria, and as the defect rate does not exceed the lqa for the batch, no corrective or preventive action is proposed within the scope of this claim.

Event description:
It was reported by the customer that during use, the bd plastipak¿ insulin syringe was very hard, blocking, and making it difficult to collect blood and apply medication. The following information was provided by the initial reporter and translated from portuguese: dissatisfaction with 1ml and 3ml bd syringes from bd brand. They are very hard, blocking, making it difficult to collect blood and apply medication.